Manufacturer narrative:
Physio-control has performed numerous attempts to reach the customer to follow up on the reported issue, but has been unsuccessful. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on under ac and battery power. A known good ac source and batteries were used but did not resolve the reported issue. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.